Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a schedule procedure. Prior to procedure, the right atrial lead exhibited oversensing noise and mode switch. Programming changes were performed. The patient was discharged after the generator change.